Manufacturer narrative:
(B)(4)= latch posts and anti-backup.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon was unable to fully squeeze the handle on the first firing of the device. The surgeon went to fire the first clip and he could not squeeze the handle fully to close the initial clip as the device would not deploy the first clip. The surgeon started to squeeze the handle, but then it locked up. Another like device was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the er420 device was returned partially cycled with the jaws closed; a clip jammed between the top shroud and the jaws was observed. In an attempt to perform functional testing, the trigger was actuated in order to complete the cycle, however the jaws did not open as intended and remained closed. Due to this condition the trigger was forced to its open position allowing the jaws to open and to release the jammed clip; during this action one clip was properly fed into the jaws and then it was removed in order to inspect the jaws and they were found to be in good condition. The instrument was cycled several times but no clips could be fed; during testing the anti-backup feature was noted to be non-functional. The device was disassembled in order to evaluate the condition of the internal components and the anti-backup lever was found to be out of position; in addition, the latch posts were found to be broken which suggest that a lockout premature occurred and led to the reported incident. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported event.